Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leakage at septum the nurse found blood leaking from the isolation plug after removing the needle cone during the puncture, and immediately withdrew the indwelling needle after discovery.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective samples. The photo showed blood oozing from the end of the septum. 2. DHR/bhr review lot # 4081456 1-the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) pcs. 2-the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3-the leakage test results of 800pcs in process testing and 32pcs in outgoing testing were within the product specifications. 4-no unqualified, deviation or rework activities in the production process. 5-the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1-2pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2-the plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the product manufacturing process, all the test results were within the requirements of the product specifications. The returned photo showed blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional information provided.